Manufacturer narrative:
A partial lead was returned in one piece measuring 7.7 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed

Event description:
It was reported that the leads exhibited a lead malfunction. The atrial lead was explanted, however not replaced due to presence of permanent atrial fibrillation. The left and right ventricular leads were explanted and replaced. The patient's condition before, during and post procedure was stable.